Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that three days post implant they started feeling throbbing under their breast. The patient stated they started avoiding laying certain ways and doing certain activities. Then twelve days later they started feeling a sharp pain whenever they would move. The patient¿s family called 911 and the patient went to the ER (emergency room). Follow-up was conducted with the patient¿s clinic and from the information that was obtained it was reported that it was unclear if the patients symptoms were directly a result of a right ventricular (rv) lead issue but the physician did a rv lead revision and repositioned the rv lead. The patient¿s symptoms have resolved since the repositioning and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.